Manufacturer narrative:
Date sent to the FDA: 5/24/2022.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2017 during which the surgeon noted a contracted, scarred in plug and patch mesh from previous repair. The prior mesh was dissected free from inguinal floor, surrounding tissues and cord structures. A neurectomy was also performed along the lateral inferior edge of the muscle. It was reported that the patient underwent right groin exploration and right orchiectomy on (B)(6) 2017. It was reported that the patient experienced testicular pain. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2017 during which the surgeon noted a contracted, scarred in plug and patch mesh from previous repair. The prior mesh was dissected free from inguinal floor, surrounding tissues and cord structures. A neurectomy was also performed along the lateral inferior edge of the muscle. It was reported that the patient underwent right groin exploration and right orchiectomy on (B)(6) 2017. It was reported that the patient experienced testicular pain. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 02/07/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.